Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The receiver was returned for evaluation. An external visual inspection was performed and failed due to usb connector damage and pictures were taken. A receiver charge and boot was performed and failed due to usb damage. A receiver download was attempted but could not be completed due to usb connector damaged. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.